Manufacturer narrative:
An event of blood leak from the seal resulting in bleeding was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the coarctation stent procedure, blood was observed to leak from the seal. The sheath was replaced but the same issue occurred. The second sheath was replaced, but the same issue occurred again. A smaller sheath was placed within the bigger sheath for hemostasis, but the patient experienced significant blood loss which required volume infusion. Additionally, upon further review, it was determined that the first introducer used, was an expired device.